Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram every fifth day, route and duration not reported) and ceftazidime injection (everyday, dose, route and duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information was available.

Manufacturer narrative:
Upon follow it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. On an unreported date, the patient was hospitalized for the peritonitis event. The patient was also treated with injection of fluconazole, alternate days, (no further information). At the time of this report, the patient was recovered from the event. On an unknown date, the patient was discharged from the hospital. Dianeal therapy was ongoing during the event; however; at the time of this report, pd therapy was discontinued and the patient was transferred to hemodialysis (twice a week). It was not reported if the patient was retrained on the proper aseptic technique. Concomitant medical products: dianeal pd2 2.5% and extraneal. (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.